Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: anchor broke during procedure. Probable root cause: design; inserter material/design too weak; anchor/inserter assembly design cannot support insertion forces; anchor raw material selection insufficient for insertion into bone; process; anchor/inserter not manufactured to specification; anchor/inserter not assembled to specification; application; excessive force impacting inserter; extremely hard bone, no pilot hole drilled; poor patient bone quality. The failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that the pull wire broke and a portion of the pull wire remained in the anchor.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the pull wire broke and a portion of the pull wire remained in the anchor.